Event description:
The report received indicated that during a diagnostic procedure, the sheath clot off at the side port and could not be flushed. Further info indicated that, approx 30 minutes to one hour into the procedure, blood could not be drawn back from the sheath's side port. Again, after the procedure, the nurse was unable to draw blood back from the side port. The sheath was in place during the entire diagnostic procedure and then for 2-4 hours in recovery. When the sheath was removed, the side port was blocked and the clot was found. The diagnostic procedure was completed without any injury or adverse event to the pt.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has been returned. Additional information will be submitted within 30 days upon receipt.